Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify motor error or displacement anomalies due to blank display. The motor was tested outside the device and passed. The insulin pump was received with cracked case at reservoir tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during bolus delivery on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.